Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information it appears that the cause of the reported difficult to remove is patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the clip got stuck on the leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The patient had barlow syndrome with huge prolapse and flail. The first clip was implanted. A second clip delivery system (cds) was advanced to the mitral valve and the posterior leaflet got caught between the gripper and shaft. Troubleshooting was performed and the clip was freed without any damage to the leaflet. Then, the clip was placed and deployed. Four clips implanted, reducing mr to <1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.